Event description:
Site reported the patient was not fully compliant to uv spectacle wear. Suspected premature photopolymerization of the lens. The light adjustable lens was explanted from the patient's right eye. Rxsight's first awareness of the event occured on (B)(6) 2021.

Manufacturer narrative:
Site reported the patient was not fully compliant to uv spectacle wear. Suspected premature photopolymerization of the lens. The light adjustable lens was explanted from the patient's right eye. Rxsight's first awareness of the event occured on (B)(6) 2021. The lens was not saved after explant. The site discarded the lens.

Manufacturer narrative:
Site reported the patient was not fully compliant to uv spectacle wear. Suspected premature photopolymerization of the lens. The light adjustable lens was explanted from the patient's right eye. Rxsight's first awareness of the event occured on (B)(6) 2021. Device history record for the lens was reviewed. No issues were noted. The lens is in process of being returned for evaluation.

Event description:
Site reported the patient was not fully compliant to uv spectacle wear. Suspected premature photopolymerization of the lens. The light adjustable lens was explanted from the patient's right eye. Rxsight's first awareness of the event occured on (B)(6) 2021.